Manufacturer narrative:
Updated fields: b4,e1 (initial reporter, event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Due to character limitation in block e1: event site telephone: (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint# (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing and insertion components were also returned. The pressure tubing was returned unused. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon could not be fully opened after implantation. After multiple adjustments, the balloon still could not be inflated or deflated normally. The operation was successful after replacing the new balloon. Patient was involved. No harm caused.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).